Event description:
It was reported that the insulin pump alarmed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the liquid crystal display and the mother boards.